Event description:
The lead inside the senographe dmr+ marker plate is not the same as the ne at the surface of the plate. The consequence is that the view identification on the film is wrong and inverted. A new marker box was provided.